Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19599410. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 19599410. Brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20052362.

Event description:
It was reported that the patient no longer felt any pain relief from her spinal cord stimulation (scs) system. It was noted that the patient did not wish to meet with the boston scientific representative for reprogramming. The patient underwent a procedure in which the entire scs system was explanted. The explanted devices will not be returned as they were discarded at the medical facility. The patient has fully recovered.